Manufacturer narrative:
The system was examined and the reported event was replicated. Fluidics mechanism was replaced. The system was then tested and met all product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on 10/11/2013. A review of the manufacturing records did not reveal any similar non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The root cause is suspected to be attributed to a nonconforming fluidics mechanism. However, component level root cause remains unknown with the current information obtained. (B)(4).

Event description:
A surgeon reported a fluidics system message displayed and the system locked during his first cataract case of the day. The system was exchanged to complete the case. The procedure was performed with a manual extra capsular cataract extraction instead of using phacoemulsification. The patient experienced a rupture of the zinn's zonules. The patient is recovering and the intraocular lens is scheduled for placement at a later date.